Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and patient was doing well postoperatively and has a great coverage. The explanted leads will not be returned as they were disposed per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072018.